Event description:
While performing implantation of the irix-c device from vertebral level c5 to c7, an auxiliary drill guide was utilized. A 12mm straight drill and a 12mm fixed angle drill were both also used. Both of the drill tips were bent while trying to create the initial holes for the screws. A surgical delay of approximately twenty minutes occurred due to the bending of the drill tips. Also, while inserting a screw, a piece of bone graft material blocked the locking mechanism forcing the locking arm to stay open.